Manufacturer narrative:
At the time of the event, there was no indication of a reportable malfunction based on information provided and assessed by alere (B)(4). Alere (B)(4) updated reporting decisions and conducted a retrospective review of complaints against the updated reporting decisions. This MDR is a retrospective filing that was identified during this retrospective review activity associated with an observation from an FDA inspection conducted in january 2019 at alere (B)(4) (reference eir (B)(4)). The awareness date is based on updated reporting decisions and completion of the retrospective review activity. There is no new or increased trend based on this retrospective review activity. Investigation results: customer's observation was not replicated in-house with retention and return products. Retention (n=29) and return (n=10) devices were tested with in-house clinical hcg negative urine samples, all results were negative at read time and met qc specification. No false positives were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided and without patient specimen in-house analysis.

Event description:
It was reported that on (B)(6) 2015, the patient presented to the facility ER to have an iud or birth control implant removed. The patient provided a urine sample in which was tested 3x with alere hcg cassette (25miu/ml)40t within a half hour of collection. The result was a faint line suggesting a positive result 3 times. Serum was taken, sent to the lab and tested negative. The patient returned on (B)(6) 2015 and tested negative on the alere hcg cassette (25miu/ml)40t with a second confirmatory serum sent out at the same time which came back negative. Troubleshooting was conducted with the customer. The customer was advised on possible causes of false positives on urine hcg including technique and handling.